Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold was used in the colon during an colonoscopy procedure performed on (B)(6) 2025. During the procedure, plastic of catheter buckled when snare withdrawn, it was not cutting the tissue. The procedure was completed with another captivator cold. There were no patient complications reported as a result of this event.